Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d4 model # updated and d4 catalog # removed (justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation). Evaluation results: the device was returned to zoll medical canada; the customer's report was duplicated and attributed to the processor/bridge/pace (pbp) board. The pbp board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test for defib and pacer functions. Complainant indicated that there was no patient involvement in the reported malfunction.